Manufacturer narrative:
(B)(4).

Event description:
It was later reported that they found an abscess at the catheter. Everything was removed the end of (B)(6) or the first of (B)(6) 2014. The pump was reported to have been used to infuse fentanyl.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the patient had an appointment with his healthcare provider (hcp) on (B)(6) 2014 for a pump refill. At this time, the pump was interrogated and was found to be functioning properly. The hcp then aspirated 13.5ml of residual fluid from the pump. At this time, it was noted that the patient's bilateral knee pain and low back pain were well controlled with the intrathecal therapy. The patient's "problems" were reviewed and were indicated to be cellulitis, lumbosacral radiculitis, hereditary or idiopathic neuropathy, chronic back pain (sacroiliac syndrome), sedative abuse and intoxication, spinal stenosis of the lumbar region with neurogenic claudication, knee pain, lumbar post-laminectomy syndrome, lumbosacral spondylosis, long-term drug therapy, allergic asthma not otherwise specified without mention of status asthmaticus or acute exacerbation, essential hypertension, degenerative joint disease involving multiple joints, generalized osteoarthritis, and tinnitus. The patient was to return for a pump refill on (B)(6) 2014. Per pump logs from (B)(6) 2014, no abnormal pump events had been logged. At the time of this report, it was noted that no volume discrepancies had occurred. As of (B)(6) 2014, the device system was used to deliver fentanyl, bupivacaine and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. As received the pump reservoir had 17 milliliters (ml) of fluid and pump was left running in simple continuous infusion mode with patient activated (pa) dosing active. The pump logs indicated a motor stall recovery, meaning a past motor stall and motor stall recovery had occurred during the life of the pump. Dispense accuracy testing passed. Septum testing was performed and no leaking was observed. Engineering characterization testing was also performed. Destructive analysis found some slight residues and feedthrough resistance slightly below test specification, but none of this affected the pump performance. No anomalies were found with the pump performance. Analysis of the catheter found a non-significant indent of the seal of the sutureless connector which did not affect infusion. The catheter was incomplete and returned in segments. Analysis was incapable to perform any type of chemical or residue analysis on the catheter surfaces.

Event description:
Additional information received reported that the health care provider (hcp) had explanted the pump to rule out fevers. The hcp wanted the pump analyzed for possible over infusion and also wanted the catheter analyzed for any deposits or particles throughout and at the tip. Once the pump was explanted the fevers persisted so it was determined the pump and medication were not the cause of the issue. There were no visible signs of infection anywhere. At explant the surgeons explored the patient's spinal hardware and found it to be infected. At the time of this report, the patient continued to be in poor health, remained in a nursing home and no longer had an implanted pump.

Event description:
It was reported, the patient was having fevers and altered mental status. It was noted there was ¿slight suspicion¿ that it was caused by the pump, and was also noted there was suspicion it was the pump and catheter. The patient was hospitalized and medical and surgical intervention occurred; the catheter and pump were explanted. After the devices were explanted, the patient continued to have symptoms. It was noted the healthcare professional was suspicious that the pump was over infusing. The type of drug used in the pump was unknown. It was later reported that the medication in the pump was not known, but that it was not baclofen. The current status of the patient was unknown. Additional information has been requested, but was not available as of the date of this report.